Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with pre-syncope. Upon review, the right atrial lead exhibited loss of capture and decreased sensing. No other electrical anomalies were noted. The lead was programmed off. The patient was stable.